Event description:
It was reported the catheter was disconnected at the pump connector and the pump and catheter were explanted. The date of explant was not provided, but occurred ¿several years ago.¿ the drug was removed from the pump at some point prior to removal, but the reason was not given. It was further reported at a later date there was swelling in the pocket area of the pump and when the healthcare provider (hcp) investigated the catheter had disconnected from the pump and it was later removed. Further details were not provided. The patient¿s status at the time of this report was ¿alive-no injury¿ and the patient was doing fine at this time. It was unknown if there were any patient symptoms or complications associated with the event, if catheter segments were left in the intrathecal space, and the patient¿s drug information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).